Event description:
Pump alarming continuously. Sent new pump to pt and brought old one back for repair. On 2/5/96 repairman stated pump had bad plunger and motor problems. Pump will be sent to MFR when replacement pump arrives.